Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate anti-tachycardia pacing (atp) and several shocks for sinus tachycardia. A health care professional (hcp) contacted boston scientific technical services (ts) to discuss programming options. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received from the local field representative that the hcp thought tachycardia therapy was exhausted. Programming changes were made. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.